Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was pacing inappropriately and powered off very slowly. When connected to a patient the epg took the patient's heart rate from its natural rate of 30 paces per minute (ppm) to 120 ppm (instantly). The generator had to be changed out in order to restore the patient's heart rate to normal. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator (epg) was pacing inappropriately and powered off very slowly. When connected to a patient the epg took the patient's heart rate from its natural rate of 30 paces per minute (ppm) to 120 ppm (instantly). The generator had to be changed out in order to restore the patient's heart rate to normal. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial repair of the device confirmed the reported event, the interconnect flex was out of specification. Further analysis was then performed on the interconnect flex subassembly. This analysis could not confirm the reported event. Conclusion: no defect found. It is supposed that the observed inaccurate rate operation was likely the result of atypical interaction between the flex assemblies and the main printed circuit board (pcb). When the interconnect flex was removed, this atypical interaction was likewise removed. (B)(4).

Manufacturer narrative:
Additional analysis was performed. This analysis found that the flex contact pad thickness was over specification.